Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that after a right internal carotid artery stenting procedure, the pt experienced left facial droop and double vision which was diagnosed as a stroke. Symptoms are improving. Three days post-procedure, the pt was discharged to a rehabilitation facility. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no xact malfunction reported. Stroke is a known potential adverse event associated with the use of the device as listed in xact instructions for use. A review of the finished device lot history did not reveal any non-conformities which could have contributed to this event.